Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Additional information has been requested. (B)(4).

Event description:
An optometrist reported stage three diffuse lamellar keratitis(dlk) in a patient's left eye one day post lasik. The patient was prescribed oral steroids and topical steroid dosage was increased. A flap lift and rinse was performed in the left eye. Patient complained of blurry vision in the left eye there are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye. Additional information has been requested.

Manufacturer narrative:
(B)(4)

Event description:
Upon follow up, patient reports good vision and dlk is resolved.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. No technical root cause could be determined as the system is performing within specifications. (B)(4).